Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation went well. This is the final report.

Event description:
The recipient reportedly experienced a partial electrode insertion which an x-ray confirmed. The recipient's electrode was repositioned on (B)(6) 2021.